Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. The device was checked and interrogation revealed two error codes, power supply (ps) and template lost (tl). No reference ECG was available. Technical services reviewed the device data and confirmed the error codes were recorded on (B)(6) 2019. The ps error code could cause an up to 40 second delay in therapy due to time needed for the device to reset, reboot, redetect, and re-charge. Engineering review of the data confirmed the power supply error occurred when the device performed a reset during a capacitor reformation. This error could recur, and could prevent the device from charging for device therapy, so replacement was recommended. The device and associated electrode were explanted and replaced the following week. No adverse patient effects were reported. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the lead barrel and header of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirmed the ps and tl errors were recorded on (B)(6) 2019. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device did not pass all testing. The device case was removed, and visual inspection of the hybrid noted cracked solder joints on the high voltage capacitor. Based on this finding and the power supply resets recorded in device memory, it appears that the broken solder joints resulted in power supply interruptions during hv capacitor charging. As such, it was concluded that the tl error was due to the identified cracked solder joints on the high voltage capacitor. Unrelated to the clinical observations, analysis also identified a high current drain due to a compromised capacitor. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. The device was checked and interrogation revealed two error codes, power supply (ps) and template lost (tl). No reference ECG was available. Technical services reviewed the device data and confirmed the error codes were recorded on (B)(6) 2019. The ps error code could cause an up to 40 second delay in therapy due to time needed for the device to reset, reboot, redetect, and re-charge. Engineering review of the data confirmed the power supply error occurred when the device performed a reset during a capacitor reformation. This error could recur, and could prevent the device from charging for device therapy, so replacement was recommended. The device and associated electrode were explanted and replaced the following week. No adverse patient effects were reported. The explanted device was returned for laboratory analysis.